Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) was programmed to off electrocautery mode during the patient's valve surgery. After surgery, a local field representative (fr) was called to reprogram the device. The device was discovered to have gone into safety mode with therapy available. It was also reported that during surgery, loss of capture (loc) was observed resulting in cardiopulmonary resuscitation (CPR) for the patient. Per hospital protocol, the patient did have temporary pacing wires in during the procedure and those were able to be used to pace the patient. A revision procedure was performed and the device was explanted. All chronic leads were tested and found normal. A new pulse generator was implanted without incident. No adverse patient effects were reported. The device is to be returned for analysis.

Event description:
The device has been returned for analysis.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information is available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. The device was confirmed to be in safety core. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety core. Of note, cognis devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to electrocautery. This issue is discussed in our q3 2010 product performance report.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon subsequent review of the patient's hospital electronic record, there was no documentation of the reported CPR. Therefore, the initial verbal statement that CPR was performed was not confirmed.